Manufacturer narrative:
Date of report: 07nov2018. Date of manufacturer: 31july2018. Philip's field service engineer replaced and calibrated the touch screen. No parts were returned to philips for evaluation, therefore, a root cause could not be established.

Manufacturer narrative:
(B)(6) 2018. Reporter phone number not provided. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that a large scratch was visible on the touchscreen. There was no patient involvement. The event date was not specified, estimate used.